Event description:
It was reported that the patient with this implantable cardioverter defibrillator (s-ICD) was seen for a follow up and atrial fibrillation (af) episodes were recorded. The two episodes appeared at times to be undersensing the r-wave and at times oversensing other signals. Boston scientific technical services indicated that the two af episodes showed marker misalignment. Considering the most recent presenting s-ecgs, it appears that this may had been a benign situation, corrected by subsequent transmissions/reset. The misaligned markers/sensing issue has been resolved. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This device remains in service. As such, it has not been returned for physical analysis. Analysis confirmed this is a transient behavior within the devices telemetry logic that rarely occurs following an unsuccessful telemetry connection. When it occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in functional undersensing and irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation (afib) and record an afib episode with misaligned markers. This transient behavior is resolved with a successful telemetry connection or a device reset.